Event description:
It was reported that the recipient developed an infection at the implant site. The recipient's device was explanted. Advanced bionics is in the process of gathering more info. Once additional info is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient was also experiencing inflammation at the implant site.